Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Devices were received for evaluation; events were confirmed during testing. Devices were found to be affected by missing components. Device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events, in which the device disassembled. Reported events had no patient involvement; no patient impact. Reported events had patient involvement with no patient impact. Reported event had no known patient involvement or patient impact.